Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received an unspecified medication via an implantable pump. It was reported that the patient heard a pump alarm. The health care provider interrogated the patient¿s pump and confirmed a non-critical alarm as the elective replacement indicator (eri) message was observed. The representative did not have the exact information as the hcp was not too clear on the details either. The representative believed the hcp had initially seen ¿eri to occur (B)(6)¿ then when they checked the logs it stated ¿eri occurred yesterday¿. No patient symptoms were reported at this time. There was also report that there were ¿some other issues¿ not related to the pump that the hcp still needed to investigate so they wanted to stop the pump effectively. Silencing the alarm and programming options were discussed. Additional information was requested to clarify event details including but not limited to the pump serial, troubleshooting, actions/interventions, and pump status. However, the customer had refused to provide further information. No further complications were reported/anticipated.